Event description:
Called into room by rn, who noticed an issue with an IV channel (module, not brain). There was a dobutamine gtt still infusing, but the channel was flashing a "channel error" message and was not beeping. The channel was turned off and restarted and now seems to be working fine. Not sure what the issue was but it is still concerning that an error was flashing but no beeping alarm and that the drip continued to infuse.